Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. Integrity testing was also performed with the patient adapter tightened to an in lab titanium adapter with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicap transfer were ¿coming apart¿. This was described as ¿transfer set broke off into patient line¿. This occurred during unspecified process steps of peritoneal dialysis therapy. As a result, the patient received prophylactic treatment with keflex from antibiotic kit, 250 mg tid x 3 per algorithm. There was no report of patient injury associated with this event. No additional information is available.